Event description:
It was reported that the patient presented to the hospital with presyncopal symptoms. Upon interrogation, it was noted that the right ventricular lead was not sensing, had elevated capture threshold, and elevated pacing lead impedance. The physician elected to revise the lead. Upon opening the pocket, it was noted that the right ventricular lead was fractured. The lead was capped and replaced on (B)(6) 2017. The patient was stable following the procedure.